Event description:
A technician reported that a pt reported light sensitivity and pain in the left eye one day post lasik. The pt was diagnosed with stage 2 diffuse lamellar keratitis (dlk). The pt's steroid drops were increased to every two hrs while awake for seven days. At the next f/u visit, the pt's uncorrected vision improved to 20/20. No further info is expected to be released.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).